Event description:
It was reported that during a laparoscopic low anterior resection procedure, a mesorectum of lower rectum was being mobilized. The device was being used to transect a distal part of the rectum. The device passed through the trocar and approached the transection region, but the jaw would not articulate to the left side. The surgeon was able to put part of rectum into the jaw and then closed properly. The device was fired completely and the transection line seemed to be in good condition. A second reload was loaded into the device, but before firing, the staple line separated and an opening was found on both sides of staple line. The surgeon decided to make a mini laparotomy to complete the procedure by using a different device to transect the whole distal rectum. This took an additional two hours, then the anastomosis was created using a circular device and the procedure was completed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.